Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level of below 40 - 47 mg/dl. Cause was not known. Reportedly, the customer fell and sustained bruises and a cut on their leg. Customer consumed glucose tablets then called emergency medical services (ems) who administered glucose and saline intravenously to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.